Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to the liner remaining implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that only the liner was implanted without the locking ring because the locking ring could not be fixed to the liner. No adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h2, h3, h6, h10. The event was confirmed with product received. Upon visual inspection, was no damage on the bottom surface that mates with the liner. The top surface shows nicks and scratches consistent with implantation attempts. Dimensional analysis confirmed the four holes were conforming to print specifications. No other damage was noted and no further evaluation could be performed with the returned product. Device history record was reviewed and no discrepancies relevant to the reported event were found. Per the instructions for use: assemble the constraining ring on the constrained acetabular liner only once. If the device is not assembled correctly, it should be removed and replaced with a new liner and constraining ring. Therefore, usage of the constrained liner without the ring would be considered an off-label usage of the device. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.